Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a separation between the female connector and main body. Without an actual sample returned for analysis, the sample analysis was unable to confirm nor refute the report of connection to the female connector. The cause of the separation was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. The transfer set was unable to be disconnected from the solution bag. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned blue connector with no issues noted. The reported condition of ¿unable to disconnect¿ the female connector was not verified. However, the reported condition of separation was verified. The cause of the separation was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. Should additional relevant information become available, a supplemental report will be submitted.